Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she was hospitalized due to low blood glucose. Customer was taken to the hospital. Customer checked her blood glucose on the way; it was 30 mg/dl. The blood glucose reading at the time of the event was 40 mg/dl. Customer stated that she was out drinking and dancing and then passed out. Customer had two alcoholic drinks, so the blood glucose dropped quickly. Hospital treated with sugar water, which increased the blood glucose reading to 200 mg/dl. The blood glucose then dropped to 130 mg/dl, then 60 mg/dl. Nothing further reported.